Event description:
Pacemaker pads were attached to pt and when lifepak 20 was turned on to set the pacing setup, the monitor gave an electrical shock of unknown volts. Initially when the pacer was turned on, the screen showed "60" but then the screen disappeared and shock was delivered without warning or announcement. The machine was turned off at that time and removed from service. Diagnosis or reason for use: sinus brady cardia/6 sec. Pause. Event abated after use stopped or dose reduced? Yes.